Event description:
Bravo procedure scheduled, bravo capsule did not release from the delivery device. Plunder partially detached from the delivery device, hanging on the springs. Delivery device removed, capsule attached. A second bravo procedure with new delivery device did deploy and function properly.